Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose reading was 225mg/dl at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking and then remove and replace battery, clear the alarms and complete the reservoir and tubing process. Customer indicated that the light is still blinking red. Customer indicated that they could not continue and would call back to complete troubleshooting.